Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the inner insulation of the atrial lead was found to be damaged. It was noted that the lead was implanted in a sharp curve due to the patient's anatomy. The lead was capped. There were no adverse consequences to the patient.